Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. The visual inspection of the first returned product noted that the obturator was not received. The inflation syringe was not received. The insufflation bulb was not received. The lock collar and trocar balloon were received. The dissector balloon appeared intact. Pmv performed functional testing, the dissector balloon was inflated using a test bulb, no leaks detected. The trocar balloon was inflated using a test syringe, no leaks detected. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related. Should new information become available, the file will be re-opened, and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the insufflation of the balloon on a laparoscopic bilateral totally extraperitoneal inguinal hernia repair, the balloon did not inflate and the valve seal was damaged. The balloon leaked gas or air. A new balloon was opened and used to complete the case. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the insufflation of the balloon on a laparoscopic bilateral totally extraperitoneal inguinal hernia repair, the balloon did not inflate and the valve seal was damaged. The balloon leaked gas or air. There was no patient injury.